Event description:
Pt admitted on (B)(6) with repeat hemolysis and dark tea colored urine. Pt started on heparin gtt and integrilin gtt. Ldh 2408 and hgb-pf 65. Pt's labs trended down, but still with signs of hemolysis. Decision was made to change out the pump on (B)(6) 2013